Event description:
Consumer reported recent spine surgery resulted in unintentional dislodgement of intrathecal catheter, and subsequent "complete return of pain". Patient was provided oral morphine for pain management, which has provided adequate relief until surgery is scheduled to replace/revise the intrathecal catheter. Additional information has been requested from the hcp regarding patient reported event, interventions, and outcome, however, unavailable at the time of this report. A follow up report will be sent when new information is received.